Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens during the same surgery due to the surgeon having found the lens to be scratched. The lens was removed with no patient injury and another lens was implanted. Sutures were required to close the incision. The reporter stated the surgeon felt the lens was received with a scratch on the lens and was defective.

Manufacturer narrative:
Evaluation method: lens work order search. Results: visual inspection of the returned product found a heavy surgical residue on the lens and were unable to detect a scratch. A lens work order search was performed and no similar complaint was found. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.